Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented with an acute myocardial infarction. The 99% stenosed being treated was located in the moderately tortuous, mid left anterior descending artery(lad). Using a 7fr jl4.0 unspecified guide catheter, the physician advanced a non-bsc guide wire, however it would not cross second diagonal of the lad. Thrombus in the mid lad was aspirated with a non-bsc catheter. The physician tried aspirating thrombus again, but the thrombus was not aspirated. Blood re-flow in the lad second diagonal was confirmed. A different guide wire was advanced to the target lesion and thrombus in the lad main was aspirated. Blood re-flow in the lad main and thrombus in a septal branch was confirmed. Intravascular ultrasound (ivus) was preformed. A 2.75x20mm promus element stent was deployed at 12atms for 20 seconds and the proximal segment of the stent was post-dilated at 12atms for 20 seconds. The proximal segment was again post-dilated with a 4.5x8mm nc quantum apex balloon catheter at 12atms for 30 seconds. It was then noted that the previously identified thrombosis remained in the lad. Ivus was performed again. The 2.75x20mm promus element stent became deformed along the length of it proximal portion of the stent was again post-dilated with the 4.5x8mm nc quantum apex at 12atms for 40 seconds. A non-bsc stent was deployed in the proximal portion of the 2.75x20mm promus element stent at 9atms for 50 seconds. The procedure was completed with ivus. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered caused by other as another device/drug/subsequent procedure caused the complaint event. (B)(4).